Manufacturer narrative:
Eval confirmed the customer's complaint. The capacitor was burnt. Unable to determine what caused this to happen.

Event description:
It was reported to covidien by the facility biomed that he was told the unit was smoking. He opened up the unit and saw that it had caught on fire. The biomed stated, the unit just showed up at his desk, it is unk who sent it to him or if there was a pt involved. He has no other info.